Manufacturer narrative:
Device currently unavailable.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6), 2015 the implant was explanted and the patient was re-implanted with another manufacturer's device. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.